Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the left extension was replaced on date notified due to higher than normal impedances of > 40,000 ohms on electrode #3. It was stated that the patient suspects the issue may have occurred during one of their many yoga classes. An impedance check on (B)(6) 2017 showed impedances all within normal range except electrode #3 on the left side. The issue was resolved at the time of the report with no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.